Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. This is a duplicate of MFR report # 3006948883-2019-00629 that was reported for malfunction.

Event description:
It was reported that after insertion leakage occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that leakage after completed penetration. The leaked fluidic is the tumor agent.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after insertion leakage occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that leakage after completed penetration. The leaked fluidic is the tumor agent.